Event description:
The user had a pt with an initial calcium result of 11.8 mg/dl that automatically repeated at 10.2 mg/dl. The user then ran the sample on a non-roche analyzer since she felt the original result was in question and received a result of 10.5 mg/dl. The results from the integra 800 were not reported and no adverse reaction was reported. The user declined a service visit as "they don't feel it's a problem since it only occurred once." The user states they feel the analyzer is performing as intended.